Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please also see b3 for additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes during pre-cleaning, the customer aspirates water through the instrument/suction channel and flushes out the air/water and forceps elevator wire channels. During manual cleaning, the customer uses aniosyme x3 detergent and brushes instrument/suction channel, suction cylinder, instrument channel port, and the distal end/areas around the elevator using albyn medical brushes. The scope was not manually sterilized. For automatic endoscope reprocessing, the user facility uses soluscope series 4, along with detergent soluscope cln and disinfectant soluscope paa. The endoscopes are stored horizontally and olympus is the maintenance company the user facility uses. The scope was not sterilized. The device was returned to olympus for evaluation and the evaluation is currently in proceess. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the evis exera lll duodenovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated the channels of the scope were cultured and more than 100 colony forming units of citrobacter complexe freundii were identified. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The operating channel, aspiration channel, air/water channel and distal end was tested and the microbiological quality of channel was found to be satisfactory (less than one (1) cfu of micro organism). Overall, the results are in conformance with the requirements. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted to capture the investigation findings. The returned device was evaluated. It was found, the adhesive of the bending section cover was separated. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.